Event description:
Materials: 302995. Batch#: 4354208. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: this morning one of my pharmacy technicians had a good catch noticing that a 10ml bd leur lock syringes has some sort of contaminate on the plungers rubber stopper. He was preparing IV medications, noticed this and did not use to prepare a patient's medication. I intend to have this announced at dci, in effort to increase awareness among nursing to be watching out for something like this. It is hard to tell what it is, potentially degradation of the rubber, or a mold or something, but very concerning in what should be a sterile syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. One sample and one photo were provided to our quality team for investigation. Upon sample and photo evaluation, it was observed that the sample has a white film on the side and top of the stopper. Fourier transform infrared spectroscopy (ftir) analysis was performed and confirmed the substance to be silicone used in the manufacturing process. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the condition observed. Furthermore, a device history record review was completed for provided lot number 4354208. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4354208 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.